Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the hamilton-c6 device what was used in combination with the intellicuff device displayed the error message ¿check intellicuff state¿. This occurrence was noticed during patient ventilation. No harm to the patient, user or third party has been reported. There is need for medical intervention reported. The doctor intubated twice the patient and replaced the intellicuff device.